Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient has an unrelated medical condition that results in them "disconnecting three to four times a night during therapy". It was reported that the patient was found unresponsive and was taken to the hospital and was diagnosed and hospitalized for peritonitis. The patient was treated with unspecified antibiotics intravenously (doses and frequencies were not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient has "recovered almost fully" and hospitalization was ongoing. It was not reported if the patient or caregiver was retrained on the proper aseptic technique. No additional information is available.